Event description:
On (B)(6) 2012, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up computed tomography identified a right distal type I endoleak with right common iliac artery aneurysm enlargement from 5.2 x 6.2 cm to 5.7 x 6.6 cm. It was reported the endoleak was caused by foreshortening of the iliac extender due to an area of extreme tortuosity in the right external iliac artery. On (B)(6) 2012, an intervention was performed to treat the endoleak. Two add'l devices were implanted extending into the right external iliac artery. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.